Manufacturer narrative:
The medtronic representative checked the connection between navigation system and c-arm, and it was wrong cable. Once crossover cable was connected, everything worked with no issue. No further issues have been reported. Issue resolved, evaluation not needed.

Event description:
A medtronic representative reported that, while in a spine procedure, the image was not transferred from the site's c-arm to their navigation system. Three attempts and three different spins were unsuccessful. The medtronic representative verified that the hardware were successfully communicating (green line status) and their navigation system showed "acquire image" with green banner when 3d spin selected. The green banner never flickered to red, and it was a high resolution spin. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. A ethernet crossover cable was not used as required. Note the ethernet crossover cable is not a medtronic part. The software functioned as designed and the issue was related to user technique.